Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 232749355); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, a pipeline flex with shield technology stent (ped2) failed to open and was frayed, and a phenom 27 microcatheter distal end was damaged. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, aneurysm of the left ophthalmic artery segment with a max diameter of 4.3 mm and a 5.1 mm neck diameter. The landing zone arterial diameter was 4.08 mm distally and 4.78 mm proximally. It was noted the patient's vessel tortuosity was severe. Right femoral artery access vessel diameter was 7.92 mm. Routine preoperative dual antiplatelet treatment (dapt) was administered. Postoperative angiography results were reported as normal. The surgeon planned to treat the aneurysm using shield (ped2 stent). After the stent microcatheter (phenom 27) was positioned, the stent was hydrated and advanced. The middle cerebral artery and the internal carotid artery formed a sharp angulation, and the distance from the internal carotid bifurcation to the aneurysm was relatively long with a relatively large vessel diameter, therefore, the surgeon planned to deploy the stent within the internal carotid artery. However, during deployment, the distal tip of the stent failed to open properly. The surgeon continued to deploy sufficient length, but the tip still did not open. The stent was then retrieved and redeployed, but the stent tip again failed to open. Under fluoroscopy, the tip of the stent appeared frayed. The surgeon resheathed the stent and subsequently withdrew the entire system together with the stent microcatheter. Outside the body, it was found that the tip of the stent was damaged, and the distal tip of the microcatheter was severely twisted/kinked, resulting in insufficient support. The surgeon then replaced the stent and microcatheter with a phenom 27 and ped2, after which the procedure was successfully completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, was resheathed less than or equal to 2 times, and there no additional steps or other devices required to open the pipeline.